Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported vi phone call that the needle went into the skin. The customer¿s blood glucose level was 161 mg/dl. The device will be returned for the analysis.

Manufacturer narrative:
Inspected 1 opened or used partial sensor and unable to confirm insertion or needle complaint due to customer return sensor no needle.